Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which was part of the shortened replacement window advisory, originally communicated (B)(6), 2007, had a monitoring battery voltage of 2.63 v after 26 months of implant. Additional information was received indicating the device was explanted. This device was returned for analysis.

Manufacturer narrative:
Technical services advised that the device follow-up intensify to monthly. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, an explant date could not be found in device memory. Therefore, longevity calculation could not be performed. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.